Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported problem and also revealed the occurrence of system fault 191. The pneumatic block sensor pcba was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the issues were due to an isolated component failure within the device sensor pcba. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable and alarming. The patient was removed from the device and placed on a different device. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable and alarming. There was no patient injury reported as a result of this incident.